Manufacturer narrative:
The original report received from the affiliate stated that the middle of guidecatheter was bent twice and that it was removed with the sheath. The product was returned for evaluation and preliminary analysis showed that the device is separated in two pieces 61 cm from the distal end. There is no information as to how the device separated. One non sterile unit of gc 7f 0.078" was received, separate in two pieces and coiled in a plastic bag. The separation condition was found at 60.8 cm from distal tip; partially separation condition was found at 59.9 cm from distal tip. Kink condition was found at 58.7 cm from distal tip and compressed condition of 2.2 cm was found at 35.2 cm from ID band. Elongation and stretched through the damaged section was observed. The sample also exhibited a twisting characteristic at the separation points. Evidence of correct fusion at tips junction was detected. The catheter od and ID were measured near to kink condition and results were found within specification. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the "separated" condition; the results are the following: "results showed that the guiding catheter surfaces presented evidence of elongation. The fracture surfaces for the braid wire showed evidence of twisting and ductile dimples. It appears that the separation occurred while the catheter was being twisted and/or stretched; however, this could not be conclusively determined. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter and/or in the braid wire". A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer "kinked/bent" and "separated" was confirmed based on the condition of the catheter as received. However, the cause of the separation, damages and kinks found throughout the catheter could not be conclusively determined during the analysis. Neither the analysis results nor the DHR review results suggest that the reported failure is related to the manufacturing process. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. Controls are in place to verify the catheter for these conditions; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed throughout all the guiding catheter assembly process operations. Therefore, no corrective and preventive actions will be taken at this time. The guiding catheter surfaces presented evidence of elongation. The fracture surfaces for the braid wire showed evidence of twisting and ductile dimples. It appears that the separation occurred while the catheter was being twisted and/or stretched. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, vessel characteristics/procedural factors and is not related to a product quality issue.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The original report received from the affiliate stated that the middle of guidecatheteter was bent twice. It could be removed with the sheath (brand unknown). Gc 7f (B)(4). The product was returned for evaluation and preliminary analysis showed that the device is separated in two at 61cm from the distal end. There is no information as to how the device separated.